Event description:
It was reported the right ventricular (rv) lead was confirmed as dislodged via chest xray. The patient indicated that did not follow post procedure arm restrictions. It was further reported there was no sensing or capture and there was intermittent phrenic nerve stimulation. A lead revision was performed and the lead remains in use. No further patient complications have been reported as a result of this event.